Manufacturer narrative:
An event regarding arm haptic issue involving a mako robotic arm was reported. The event was not confirmed. Product evaluation and results: problem reproduced: no. Troubleshooting notes: none. Work performed: reported problem ¿ mps reports narrow blade during pka wasn't lining up properly. Observation ¿ could not reproduce problem. Observed j2 bump stops slipping out of alignment. Arm accuracy was nearing optimal threshold. Action taken ¿ adjusted j5 transmission cable tension. Performed kinematic calibration on right and left sides, verified via arm accuracy. Optimized j2 bump stop positioning. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(4) was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(4) shows no other complaints related to the failure in this investigation. The alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm was misaligning in pka haptics. With a narrow sawblade, the arm would align into the mcl. Mps reregistered arm and issue was replicated. Mps did not experience any issues with presurgery checks, rio registration, bone registration, or checkpoints.